Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The sample initially resulted as 178 ui/l and this value was reported outside of the laboratory. The patient also was tested with a urine test and the result from this test was negative. The patient was not pregnant. A new sample was collected from the patient on (B)(6) 2017 and tested for hcgb and this sample had a negative result. The original sample was then repeated and it resulted as 0 ui/l (negative). No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The customer stated that they did not know which e601 analyzer was used to measure the affected sample. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The root cause of the issue is most likely not related to the instrument or environment, but is most likely related to sample quality.